Event description:
The reporter noted: "the surgeon had difficulty removing the rod inserter from the rod during transforaminal lumbar interbody fusion (tlif) of l4-s1 surgery and had to use a hammer to disengage the inserter. There was no patient injury and the surgery was delayed for 5 minutes due to this issue."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.